Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/31/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. According to visual inspection performed, only the folding carton was returned. The box was empty. The preloaded device system nether the lens were not returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 22.5 diopter intraocular lens (iol) was dislocated during implantation and a vitrectomy was performed. No additional information was provided.